Manufacturer narrative:
Device has not been returned for evaluation. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 25.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. At the date of this report, amo has provided all available information. No further information is available or expected.

Event description:
The account reported that the intraocular lens (iol) was explanted approximately 4 weeks after implant due to the improper iol power being implanted. There was no patient injury.